Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, an arjo representative was informed about an incident related to the sara 3000 active floor lift. The issue occurred in the (B)(6), us. Following the complaint's description, the resident fell out of the device. More information is not available at this time.

Event description:
On 7 may 2018, an arjo representative was informed about an incident related to a sara 3000 active floor lift which occurred in the (B)(6) health care center, us. Following the complaint's description, the resident fell out of the device. Neither injury nor harm was reported. To establish circumstances of the alleged incident, the arjo representative contacted the customer representative once again. During an interview, it was clarified that the resident fell from the sling during use the chorus active floor lift (no as initially informed from the sara 3000). The representative of customer facility believe that the incident occurred due to not following the internal facility protocol which requires the presence of two caregivers during each transfer. In reported event, there was only one caregiver present.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 7 may 2018, an arjo representative was informed about an incident related to a sara 3000 active floor lift which occurred in the (B)(6) health care center, us. Following the complaint's description, the resident fell out of the device. Neither injury nor harm was reported. To establish circumstances of the alleged incident, the arjo representative contacted the customer representative once again. During an interview, it was clarified that the resident fell from the sling during use the chorus active floor lift (no as initially informed from the sara 3000). The representative of customer facility believe that the incident occurred due to not following the internal facility protocol which requires the presence of two caregivers during each transfer. In reported event, there was only one caregiver present. When reviewing similar reportable events, we have found a limited number of cases with similar fault description - slip out of the sling. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: - the person was not correctly evaluated for suitability. The chorus instruction for use (kkx55440.gb rev.2) warns the user: " a clinical assessment should be carried out by a qualified nurse or therapist before lifting patients who are non-weight bearing."; - the person's arms were placed not outside of the sling; - the sling chest strap was not applied or applied but very loosely (does not adhere to the patient as recommended in IFU); due to limited information revealed by customer facility representative, none of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event. The chorus IFU informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. As per IFU: "before using your chorus, familiarize yourself with the various parts and controls (...) And other illustrations, then thoroughly read and understand these operating instructions." There is a very low possibility of any potentially risky situation to occur if the device's owner follows every guideline given in the device IFU. The chorus device played a role in the event as it was used for resident's transfer when slip out of the sling incident happened. There was no technical failure within the lift nor the sling which might have contributed to the event. This complaint decided to be reportable based on the potential of serious injury if the incident would to re-occurre.